Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns and that the belt connector would not stayed latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.